Manufacturer narrative:
(B)(4). Date of initial report: 15 feb 2017. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Event description:
The customer reported that the antenna cracked during a liver tumor ablation procedure. A second antenna was opened to complete the procedure. However, the procedure was aborted due to complications with a planned pneumothorax that had been performed to aid in the procedure. The pneumothorax complications resulted in the patients oxygen stats to decline and the o.r. Staff to call a code blue. The latest information received regarding the patient status is that the patient had recovered and was awake, eating and talking the day after the occurrence.